Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device. Specific incident of accident or trauma is unknown, however the parents report that the patient falls down as is usual for a child. There are no changes in health.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for surgery has been made available.

Event description:
The patient no longer has any sound percept with the device. Specific incident of accident or trauma is unknown, however the parents report that the patient falls down as is usual for a child. There are no changes in health. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient no longer has any sound percept with the device. A specific incident of accident or trauma is unknown, however the parents report that the patient falls down as is usual for a child. There are no changes in health. The patient was re-implanted.